Event description:
It was reported that the patient presented for device check. Upon interrogation of the device, the left ventricular lead was not sensing. The physician determined that the lead was dislodged. No intervention was performed since the patient was doing well clinically.

Event description:
New information received provides the model and serial numbers of the left ventricular lead.